Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported a button error alarm on his son's insulin pump. The customer's blood glucose was 235 mg/dl. The father stated the insulin pump had not been exposed to any moisture except for humidity. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.